Event description:
Terumo received the following reported information: while misago stent was placed for the right superficial femoral artery (sfa) lesion with left brachial approach, it got stuck due to poor deployment. When the misago was inserted into gc (slenguide) and delivered to the body, it encountered strong resistance in slenguide outside the sheath (gss7fr); however, it passed through and was able to be delivered to the lesion. After pre-dilation of the lesion, during stent deployment, the shaft became bent, and the thumb wheel could not be turned due to the strong resistance. An attempt was made to retrieve the delivery system from gc; however, it was not possible to remove it smoothly due to the strong resistance. As a result of continuing to remove the system forcefully, it was observed under x-ray fluoroscope that the distal end of the stent was trapped at cfa on this side of the lesion and the proximal end was elongated to the vicinity of the arch of ao. Since a surgical procedure was required to retrieve the residual from the body, the body surface was incised, and cfa was exposed. Then the stuck could be released by cutdown, and the residual could be removed together with gc from the punctured part at the left brachial. No residuals inside the body (retrieved), and the patient recovered.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past complaint file. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.